Event description:
It was reported to philips that the ECG waveform printed showed noise/interference. The device was in use on a patient, but no adverse patient/user impact.

Manufacturer narrative:
Added UDI correction.